Event description:
It was reported that during a thoracotomy, the tech had difficulty reloading the instrument. A few cartridges were attempted. The device was vibrating noting that something was wrong. They did fire once. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2025 d4: batch #unk additional information was requested and the following was obtained: - can it be confirmed if the scrub tech was loading the cartridge with the retaining cap in place? Unconfirmed at this time - what is meant by "difficulty reloading the instrument"? Had difficulty seating reload - what anatomical structure was the device fired upon? Lung parenchyma - does the surgeon believe that the patient death was associated with the difficulties with the echelon device? If so, why? Patient death was not associated with difficulties with echelon device. I asked this exact question. - what was the cod? Multiple gun shot wounds to heart and lungs - is there an autopsy report available? No - is the surgeon interested in speaking with ethicon medical and engineering staff? Not needed - per call with sales rep: the doctor who performed the procedure confirmed that the device was not related to the difficulties with the device. Patient presented with multiple gunshot wounds to the chest and the procedure of a resuscitative clamshell thoracotomy was attempted. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage, with a tyvek, and with a gst45w reload loaded on the device. The reload was received partially fired 1/4. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of cartridge installation issue could not be confirmed as the returned reload was placed and removed with no issues noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 762c91, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.